Event description:
It was reported that the during a routine device change out, the right ventricular lead exhibited low impedance and intermittent capture. The physician elected to program the pacemaker to aai mode and connect the lead to the new device. On (B)(6) 2013 the lead was capped and replaced.